Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was achieved using a starclose se device with a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, the clip was successfully deployed. During removal, the starclose se device was stuck and could not be removed easily. Some force and turning movements were used to make device removal possible. No vessel damage was noted. Hemostasis was achieved with the deployed clip. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: date of event - date updated from estimated (B)(6) 2019 to actual date (B)(6) 2019. Correction: the PMA/510k date was filed incorrectly on the initial medwatch report as 01/08/2019, but should have been 01/09/2019. Evaluation summary: the device was returned for analysis. The reported difficulty to remove the device could not be replicated in a testing environment as it was based on procedure circumstance due to interaction with the patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There reported difficult to remove closure device was concluded to the be related procedure circumstance due to interaction with the patient tissue. Additionally, the returned device conditions indicated the access ports were not used to release the thumb advancer which may have assisted in device removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.